Manufacturer narrative:
The customer¿s report of leaking from the filter was confirmed. No anomalies were observed with the set during initial visual inspection, or closer microscopic analysis of the set. Functional testing was performed; upon priming small droplets were noted to be leaking from both the top vent and bottom vent of the 0.2 micron filter. The root cause of the leak was oversaturation of the filter which causes the infusate leak/weep out through the path of least resistance (filter air vent).

Event description:
The customer reported that the tubing leaked from the filter during an infusion of etoposide chemotherapy onto the floor. The leak occurred less than 72 hours after the start of the infusion. The leak was from the circular vent hole, and no visible damage or crack to the filter was observed on the filter. No patient or user harm was reported.

Manufacturer narrative:
Concomitant medical products: meritmedical dualcap (disinfecting cap), light blue (female) (qty 3). The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed. Although requested, patient information was not provided.

Event description:
The customer reported that the tubing leaked from the filter during an infusion of etoposide chemotherapy onto the floor. The leak occurred less than 72 hours after the start of the infusion. The leak was from the circular vent hole, and no visible damage or crack to the filter was observed on the filter. No patient or user harm was reported.